Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2021-32640. It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited high and out-of-range pacing impedance and rv pacing increase was noted. Rv lead fracture was suspected. The right atrial (ra) lead exhibited high pacing impedance and out-of-range capture threshold. No intervention or patient consequences reported.